Event description:
On (B)(6) 2012, this (B)(6) year old male underwent a total left hip arthroplasty under doctor (B)(6). A stryker rejuvenate modular stem and neck device was implanted. The patient became symptomatic with his hip and went to see doctor (B)(6). On (B)(6) 2014, left hip aspiration was done and sent to pathology. On (B)(6) 2014, patient underwent revision of the left hip and had the stryker rejuvenate device explanted by doctor (B)(6). Extensive debridement of the joint was done.